Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The device was removed and the procedure was completed with a different device. There were no further patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).